Event description:
Literature: romito lm, elia ae, franzini a, bugiani o, albanese a. Low-voltage bilateral pallidal stimulation for severe meige syndrome in a pt with primary segmental dystonia: case report. Neurosurgery. Sep 2010; 67 (3 suppl operative): e308; discussion e308. Summary: the authors report on the long-term efficacy of low-voltage chronic bilateral gpi dbs in a pt with segmental dystonia featuring severe meige syndrome (ms) and cervical brachial involvement. Reportable event: a (B)(6) male, pt, was implanted bilaterally in the ventroposterolateral portion of the gpi. Twelve hours after the implant, the pt presented a rightsided faciobrachial paresis: a further CT scan revealed a little hemorrhage along the left lead track, contiguous to the genu of the internal capsule. A gradual recovery occurred during the next 24 hours, with the only sequela of a mild lower right facial paresis. At 6 months, clinical examination showed an almost complete recovery of dystonia with a complete relief of pain; blepharospasm, speech, and swallowing difficulties had almost completely resolved. Twelve months after implant, a further clinical improvement was evident and the pt again undertook normal life activities following therapy.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no additional info was available, additional info has been requested. See scanned pages.